Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-02940. It was reported patient experienced ineffective pain relief with their pns system. As a result, a scs trial may be undertaken as the next course of action.

Event description:
Further information indicates the patient did not experience ineffective therapy. The pain pattern for the patient has changed since initial implant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.